Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the insulin pump to suspend. The customer indicated that the sensor glucose was 40 mg/dl and blood glucose was 187 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will not be returned.

Manufacturer narrative:
Findings: inspected 1 opened/used sensors and performed continuity resistance test and sensor failed per specification. Checked needle for hooks/burr and dull needle tip defects and none were found. Insertion needle passed per specification.